Event description:
Pt hospitalized for symptoms of shortness of breath and diagnosed with fluid overload. Dialysis treatments performed in hospital to remove excess fluid and pt was released. No other medical intervention reported.

Manufacturer narrative:
There is no evidence of a device malfunction. Cycler was returned for evaluation. Functional testing performed indicated that the cycler was within device fluid balance performance specification. Nxstage medical considers this report closed. No additional information will be provided.